Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result from one patient on the coaguchek xs plus meter serial number (B)(4). The patient's result was 4.0 inr when tested with the complained meter, 1.6 inr when tested with another coaguchek xs meter, and 1.9 inr when tested with an unknown laboratory method. The time frames between measurements are unknown. No adverse events were alleged. The customer product was requested for further investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Master lot and retention meter: marcumar 3: 1.8 inr, marcumar 4: 2.3 inr . Retention strips and customer meter: marcumar 3: 1.8 inr, marcumar 4: 2.2 inr . The maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material complies with specification. Relevant retention test strips (lot 304972) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.